Manufacturer narrative:
It was determined on analysis that the external pulse generator (epg) tested out of specification as the output connector and two knobs were contaminated. It was also noted that the customer's comment was confirmed as the menu dial knob was missing. The upper case was broken at menu dial knob. The hanger assembly was cracked. The lower case was cracked. The display wire insulation was pinched but the wire insulation was not compromised. The hanger screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the knob on an external pulse generator (epg) was missing. The epg tested out of specification during manufacturer's assessment. There was no patient involvement.